Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to mechanical malfunction and recurring incontinence the patient had his artificial urinary sphincter (aus) will have his device replaced on a later date. The patient stated that the problem stated to occur some time ago and is now experiencing urine leakage.